Event description:
Note: the following manufacturer reports were submitted for five similar events: 3005099803-2012-03050, 3005099803-2012-03051, 3005099803-2012-03052, 3005099803-2012-03053, & 3005099803-2012-03054. They are not related because they are for different procedures, but there are two reported upns and it is unknown how many of each were involved, or which upn corresponds to which procedure. It was reported to boston scientific corporation that there were five cases within the last month where the percuflex plus ureteral stent, either upn (B)(4), was found to be difficult to remove from the patient because it had become very encrusted. In one case, the stent had been in place for two weeks; in another case, it had been in place for eight months. A flexiscope was used to remove a stone around the stent, and the stent was then successfully removed in all cases. The procedures were prolonged as a result, but there were no complications to the patients, who were stable at the conclusion of the procedures. All other information is unknown and reportedly unavailable.

Manufacturer narrative:
(B)(4).